Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block d4, h4: the complainant was unable to provide the model number and lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04189 for the exalt model d scope and report number 3005099803-2024-04190 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt model d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, it was difficult accessing the pancreatic duct. Two wires were placed, and the visualization was lost. Multiple attempts to unplug and plug back in were made but the issue was not resolved. The wires were removed blindly, and the scope was taken out of the patient. The procedure was not completed. There were no patient complications reported as a result of this event.